Manufacturer narrative:
Attempt to obtain the complaint sample has been unsuccessful. If the device is made available for analysis and/or additional info has been provided, a following medwatch will be filed. (B)(4).

Event description:
It was initially reported by a consumer that they experienced eye infections following contact lens use. Numerous attempts to obtain additional info have been unsuccessful.